Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a right side rupture, "more firm," and "pain." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, missing. Underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on posterior and radius side due to surgical damage. Missing shell due to inconclusive.

Event description:
Patient and healthcare professional reported a right side rupture, "more firm," and "pain." Device has been explanted.